Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency neurovascular treatment. The procedure was completed as planned by restarting the system. It was reported to philips that the device's c-arm had positioning problems. The philips field service engineer (fse) inspected the system onsite and reviewed the log files. System log files did not show any fault in any internal component of the equipment. Fse found the cause of the issue to be problems in the electrical network that were not recorded in the system error logs. The procedure was completed after the user restarted the system once and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm had positioning problems. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.